Manufacturer narrative:
For 7 events, the issue was resolved by the service actions. For 1 event, the investigation determined the issue was due to the broken rinse nozzle tubing identified and replaced by service. For 10 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event, neither a general instrument or reagent issue were identified. The customer was using micro-cups for the samples; it is not known if the customer programmed the micro cups in the system. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation determined the dirty sample probe was the root cause of the issue. For 1 event, it was determined the cell wash dispense was low. For 1 event, it was determined that the wash station probe was clogged. The washing pressure was also mis-adjusted. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, there was no indication of a reagent or instrument issue. For 1 event, it was determined there was a hole in the rinse mechanism vacuum tubing and a probe was clogged. For 1 event, the investigation is ongoing. The follow up action for 1 event was that the fse checked the analyzer and performed maintenance which appeared to resolve the issue. The follow up action for 1 event was that the field service engineer found the cuvettes were overflowing. The rinse nozzle tubing was broken and was replaced. Afterwards, qc was acceptable and the system was running within specification. The follow up action for 1 event was that the field service representative found that the cuvettes were not vacuumed sufficiently. He cleaned valves and the customer performed precision checks and controls which were ok. The follow up action for 1 event was that preventive maintenance was performed on the analyzer. The follow up action for 1 event was that the customer cleaned the sample probe. The field service engineer replaced the sample probe. Precision testing was performed. The follow up action for 1 event was that the field service representative changed the gear pump head and adjusted the gear pump pressure. The follow up action for 1 event was that hardware checks were performed. The follow up action for 1 event was that the dispense of the rinse mechanism was checked and it looked ok. Tubing was changed. The dispense was re-checked. The follow up action for 1 event was that the field service representative adjusted the ultrasonic mixers. The follow up action for 1 event was that precision studies were performed. The follow up action for 1 event was that the field service engineer found a clogged probe and replaced a connector for the water supply. The follow up action for 1 event was that the washing pressure was re-adjusted. The follow up action for 1 event was that the field service representative performed precision testing and a photometer check. The follow up action for 1 event was that the field service representative found no cause. He checked sample and reagent probe alignments, checked the rinse mechanism nozzles dispense and aspiration, and performed decontamination of analyzer. The customer ran qc and all results met system verification specifications. The follow up action for 1 event was that the field service representative changed the tubings. The follow up action for 1 event was that the field service representative re-centered the sample probe. The follow up action for 1 event was that the field service representative could not find a cause. The follow up action for 1 event was that the field service representative found high concentration waste tube on nozzle 5 was cracked. Replaced waste and rinse tubing to nozzle #5. Also replaced all cuvettes due to a sticky residue that was on top of all 8 segments. Replaced gear pump head. Adjusted pressure to specs. Bleached all 4 rinse lines and rinse wells. Adjusted rinse mechanism dispense volume to specs. Cleaned reaction bath and external water reservoir. Performed cell blank and photometer checks. The follow up action for 1 event was that the field service engineer corrected the gear pump pressure. Precision testing was performed. The follow up action for 1 event was that the customer re-calibrated the assay. The follow up action for 1 event was that the tubing was replaced and the probe was freed of debris. The customer successfully ran controls. There were no follow up actions for 4 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes <noe>25</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 6000 c 501 module. The events involved a total of 75 patients with the following: 4 questionable results for nh3l ammonia. 3 questionable results for creatinine. 4 questionable results for ca2 calcium gen.2. 9 questionable results for hcys homocysteine enzymatic assay. 2 questionable results for crej2 creatinine jaffé gen.2. 1 questionable result for cho2i. 1 questionable result for hdlc4. 1 questionable result for ldlc3. 3 questionable results for albt2 tina-quant albumin gen.2. 1 questionable result for crep2 creatinine plus ver.2. 1 questionable result for igm. 8 questionable results for iron2 iron gen.2. 1 questionable result for alb2 albumin gen.2. 1 questionable result for elecsys digoxin assay. 1 questionable result for che2 cholinesterase gen.2. 13 questionable results for phos2 phosphate (inorganic) ver.2. 2 questionable results for trigl triglycerides. 1 questionable result for chol2 cholesterol gen.2. 18 questionable results for hemoglobin a1c. 1 questionable result for online tdm vancomycin gen. 3 (vanc3). 2 questionable results for ureal urea/bun. The patients' ages ranged from 24 months to 87 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 14 females and 11 males. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.

Manufacturer narrative:
The manufacturer's investigations found that the screw caps on the non-iron reagents cause abrasion on the steel needle transporting small amounts of iron into the iron reagent. These iron traces accumulate over time causing a drift in recovery especially in high throughput laboratories. The issue is only visible in mixed operation of the analyzer (iron pipetted alternating with other reagents) and on analyzers having a high iron throughput per day. The drift can be detected by control measurement and calibration brings control recovery back to previous levels.